Manufacturer narrative:
Device received with frozen display due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Charge/battery lasts less than expected unknown. Failed battery test unknown. Missing segments/partial display unknown. Device received with missing display window cover. Device received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and partial display also had battery failed alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.